Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the infant heel warmer. The customer reports that the nurse activated the heel warmer inside an isolette and the heel warmer burst all over the infant. The customer further reports that there was no harm to the pt and there was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.